Manufacturer narrative:
(B)(6). Study source: (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and from the information available, this device was used in accordance with the labeling. Pneumonia is listed in the directions for use (dfu) as a potential adverse event that may occur. Therefore, as the reported event is a known possible adverse event, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. According to the complainant, the patient underwent his first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient called the clinic experiencing wheezing, temperature, and productive cough. A chest x-ray was performed and revealed right lower lobe pneumonia. The pneumonia was treated with prednisone and antibiotic. The event was considered resolved as of (B)(6) 2013. No hospitalizations or emergency room visits occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator, fev1: 2.43, fev1 % predicted: 71.47, fvc: 3.50, fvc % predicted: 78.12; post-bronchodilator, fev1: 2.49, fev1 % predicted: 73.24, fvc: 3.89, fvc % predicted: 86.83.